Manufacturer narrative:
Investigation: the investigation was carried out visually by the quality assurance department. The electrode was manufactured in 2010 and therefore it is seven years old. According to the IFU the insulation is tested to withstand 200 reprocessing cycles. With a presumed reprocessing of two times per week, the maximum number of cycles would be reached after approximately two years. The trocar, in particular the surface and edges, are according to specifications. No sharp edges can be found. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient maintenance of the device. Rational: according to the statement from quality assurance, the trocar is according to the specifications. Most likely the electrode was reprocessed more than 200 times, thus a safe use can no longer be guaranteed. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation:evaluation on-going.

Event description:
Country of complaint; (B)(6). A piece of the black coating was sheared off and landed in the patient. The case had to be stopped while the coating was removed. Unknown how long the length of time the case was delayed. Components in use listed as concomitant devices are: fh620r / minop invent 30dg trocar d8.3mm l150mm. Gk360r / minop bipolar fork electrode 2.1mm.